Event description:
Patient seen in vision correction center experienced complication from a lasik procedure. The complications appeared to be sands of sahara. Suspected cause of syndrome from amo interlase (ifs laser). Two lasers used for this procedure. Both being reported to FDA. Suspected cause of syndrome from alcon laser - wavelight ex500.